Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, a 24fr sheath size was used for the procedure: the perclose prostyle electronic instructions for use (eifu) states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, it is unknown if the reported eifu violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494 clarifier- indication for use.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was found after the plunger of the first and second prostyle devices was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.